Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported impact on the customer's blood glucose level at the time of the event. Technical support confirmed the pump's serial number, instructed the customer on operating the button properly, and decided to replace the pump under warranty. The customer was informed of the replacement process and instructed to return the faulty pump using a pre-paid label and return box. No further information was provided on the customer's backup insulin therapy.